Manufacturer narrative:
Based on the available data an issue with elecsys pth is not evident. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). A sample from (B)(6) 2019 was submitted for investigation. The pth results from the investigation were 129 pg/ml and 129 pg/ml. The pth 1-84 results from the investigation were 111 and 112.00 pg/ml. The sample was tested by the lumipulse pth 1-84 method with a result of 95.2 pg/ml. The e801 module used at the investigation site serial number is (B)(4). The pth reagent lot number used at the investigation site was 398256 with an expiration date of aug-2020.

Event description:
The initial reporter obtained questionable results using the pth elecsys e2g 300 assay. Using an ria method the patient sample had pth 1-84 results of 569 pg/ml in (B)(6) 2019 and 583 pg/ml in (B)(6) 2019. The elecsys pth result in (B)(6) 2019 was 102 pg/ml and in (B)(6) 2019 the pth result was 116 pg/ml. Both results were reported outside of the laboratory. The customer questioned both of these results as they were different than the clinical findings. The serial number of the e801 module used was requested but not provided.